Event description:
It was reported there was no alleged product issue. It was noted surgical intervention occurred and the lead was repositioned a little higher. It was stated an x-ray was performed. It was noted the patient status at the time of report was alive with no injury. It was noted the patient had persistent pain in the pelvic area. It was stated the imaging of the pelvic area was normal. It was noted the neurological exam was normal. It was stated the lead was well-placed. It was noted the lead had been repositioned a little higher on (B)(6) 2013 and the pain from the pelvic area disappeared and the stimulation was successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) no longer applies to the event.

Event description:
Additional information received from the healthcare professional (hcp) of a (B)(4) reported that the patient was hospitalized from (B)(6) 2014.